Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed with tandem technical support however, the customer declined the check and resumed insulin delivery. There were no adverse impact on the customers blood glucose.